Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. (B)(4). Report one of two for the same event, reference 3004485144-2016-00147.

Event description:
It is reported during a mis tlif (minimally invasive surgery, transforaminal lumbar interbody fusion) when the cage was impacted into the disc space the cage would not expand and the inserter could not be removed. The cage was pulled out and a different product was used to complete the surgery. A twenty (20) minute surgical delay was reported.

Manufacturer narrative:
The returned cage was examined. There is some deformation on the inserter connection threads. The cause of the deformation cannot be conclusively determined. When the cage was functionally tested with a mating inserter, there was difficulty threading them together because of the deformation, which may have contributed to the event as the inserter must be aligned in the cage properly for the cage to expand. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain adequate instructions regarding proper device usage.